Event description:
Healthcare professional (hcp) reports one incident of patient reaction with the psn 210 dialyzer. This was the patient's first treatment with this dialyzer. Home dialysis patient is a paraplegic who began to seize approximately one and a half hours into treatment. Hcp stated that the patient's "eyes rolled back" and seizing lasted approximately one and a half minutes. Treatment was discontinued and blood was returned to the pt. Hcp stated the pt became alert and oriented by the time blood was returned. The pt was sent to the emergency room via paramedics. Hcp stated that the patient was observed and sent home after 4-5 hours. Labs were drawn and CT scan was done on the pt. Hcp stated that the pt is currently stable.